Event description:
It was reported that during a procedure at the user facility the cordless driver 2 came apart into pieces. Nothing fell into the surgical site. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the cordless driver 2 came apart into pieces. Nothing fell into the surgical site. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The technician reported that the handpiece had disassembled components, as reported, and noted that the decorative nut was detached. According to a review of the risk documents, the device can disassemble if the dec nut comes off.